Manufacturer narrative:
Investigation completed 12/27/2017. This complaint was confirmed; there were two causes that contributed to the failure: - the minor diameter of the female threads in the large starburst were found to be undersized and would not accept the go gage; - user applied torque to knob in excess of material strength of screw thread.

Event description:
A patient was positioned and prepped for surgery. The navigation registered, and the patient's head clipped, cleaned and incision marked. The surgeons stepped away to scrub and bolt part# 437a2409 (part of the mayfield infinity xr2 radiolucent base unit a2079) connecting the radiolucent swivel to the skull clamp snapped and broke. There was no patient injury of death alleged. It was unknown if a revision/medical intervention was required. A delay in surgery due to the product problem was reported. Request for additional information has been sent.